Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to this alarm. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Event description:
Customer reported she is hospitalized. Customer stated she woke up with low blood glucose of 10 mg/dl. Customer reported that the insulin pump alarmed compromised force sensor during prime. The drive support cap is protruded. Customer does not recall pressing the cap while connected. Customer got up shaky and her husband called the ambulance. Blood glucose value at the time of admission was 125 mg/dl. Customer stated that the device has a crack on the upper right side from the screen to the right hand corner. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.